Event description:
It was reported that during an ablation to treat atrial flutter an intellanav mifi open-irrigated catheter had the tubing broken causing saline to leak out which led to the excessive temperature error message. Flow rate was 17 ml/min and fluid was leaking from the proximal side of the handle. The catheter was replaced and the procedure was successfully completed with no patient complications. Product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation to treat atrial flutter an intellanav mifi open-irrigated catheter had the tubing broken causing saline to leak out which led to the excessive temperature error message. Flow rate was 17 ml/min and fluid was leaking from the proximal side of the handle. The catheter was replaced and the procedure was successfully completed with no patient complications. Product was returned.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint.